Manufacturer narrative:
(B)(4) - there are two possible devices involved in the event as follows: prolift pelvic floor repair, product code pfra01, batch 3030238, exp date 04/30/2010, mfg date 05/22/2007. Gynecare tvt secur system, product code tvts1, batch 3056949, exp date 06/30/2009, mfg date 09/06/2007. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.there are two possible devices involved in the event as follows: prolift pelvic floor repair gynecare tvt secur system

Manufacturer narrative:
(B)(4). Dyspareunia. Exposure. It was reported that due to vaginal/pelvic pain, dyspareunia and bleeding the protruding mesh was removed on (B)(6) 2011.

Event description:
It was reported that a patient underwent a pelvic floor repair and a sling procedure on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.